Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and broken force sensor alarm. Customer's blood glucose value was unknown. Customer stated before the critical pump error a broken force sensor alarm was displayed on screen. Customer unable to clear the alarm. The customer was assisted with troubleshooting. Advised customer to place pump in storage mode, remove battery, press and hold the back button until the screen turns off. The device will be return for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and compromised force sensor system due to moisture damage on the electronic assembly and force sensor. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm. Moisture damage was also found on the motor and vibrator. No moisture damage on the keypad assembly noted.